Event description:
A sharps container was found to have a crack on the bottom of the container, and a "used" needle had slipped through the crack partially. The crack was not along a seam. A visitor stuck herself on this protruding sharps at the base of her left 2nd finger.